Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was damaged and produced a scraping noise. The field service engineer (fse) had attempted to open drawer 2.1, but it was difficult to open. After removing drawer 2 from the cabinet, the fse found a damaged pixie bus module controller and managed to get drawer 2.2 working while waiting for a replacement. The customer requested to use a drawer from the storage unit to restore the station, and drawers were swapped between stations. The fse then replaced the enhanced half height drawer assembly due to a damaged cage, configured the new drawer, checked connections, removed debris and resolved the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a scraping noise from the drawer and drawer auxiliary 2.1 is broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.